Event description:
Medtronic received information that the authors of a letter to editor observed extensive intimal proliferation at the distal anastomosis and thrombi formation in pulmonary valved conduit (model/serial not provided). Also noted, severe distal obstruction that led to proximal aneurysmal dilation of the conduit, causing valve leak and increased volume load, and subsequently resulting in right ventricular dysfunction. In the authors opinion, additional factors of cause might include endothelial lesions made during conduit suture, residual glutaraldehyde release from the implant, and shear stress related to hemodynamic local condition. No supporting data was provided regarding patient demographics, number of devices implanted, or number of observations having occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4). Title: surprising outcome similarities between contegra bovine jugular vein conduit and shelhigh no-react porcine pulmonary valve conduit: role of immunologic reaction authors: younes boudjemline, constance beyler, damien bonnet, daniel sidi citation: european journal of cardio-thoracic surgery 24 (2003) 850¿851.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.